Manufacturer narrative:
Concomitant products: product ID 439888 lead; product ID 5076 lead, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular threshold capped at 2.5 volts between (B)(6)2015 and (B)(6) 2016. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that there was high and increased pacing threshold on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.